Event description:
It was reported to aesculap (B)(4) that a columbus iq 4-in-1 cutting block was used during a knee arthroplasty procedure performed on (B)(6) 2021. According to the complainant, a notch in femur was created when surgeon used sawblade on power through the columbus iq 4-in-1 cutting block. Reportedly, the surgeon was using orthopilot guidance during the surgery. A surgical delay of approximately ten (10) minutes was reported. The complaint device was not returned to the manufacturer for evaluation. There was a described patient harm leading to permanent impairment. This event prolonged the surgery for approximately ten (10) minutes. Although requested, additional information has not been made available. The adverse event is filed under aesculap (B)(4) reference (B)(4). Involved components: fs101 - orthopilot basis compact - lot unknown.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.